Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Foreign source: (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angio-sculpt device was returned for investigation. Visual inspection found no unusual characteristics of the device. During functional testing, the balloon was pressurized at less than 2 atm and a leak was observed. Under microscopic inspection, a longitudinal tear on the entire length of the balloon was noted. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angio-sculpt device was used in a moderately calcified lesion. The first inflation was at 10 atm for 20 seconds. The second inflation was at 14 atm for 20 seconds. During the 3rd inflation, the balloon ruptured. The procedure was completed with a new angio-sculpt device. No patient injury reported.